Manufacturer narrative:
No investigation or device history review required as end user hospital has indicated that there was not a device malfunction and that the migration of the guidewire was due to user technique / error on the part of the rn placing the device. The directions for use provided with the device provide guidance on product placement. Additionally the angiodynamics sales representative has since provided additional product instruction to the rn involved in this event. (B)(4). Device retained by hospital.

Event description:
Patient presented to the ed for evaluation of a potentially clotted PICC. A determination was made that a new device would need to be placed. The PICC access rn was called for placement. During placement, guidewire, which had been inserted into peelable sheath, was not secured by the nurse and migrated into the patient's vasculature. A chest x-ray was taken, cv surgery was consulted and the patient was admitted to the hospital. Surgical intervention was performed the following morning, and the guidewire was successfully removed percutaneously. Conversation with the hospital quality manager has indicated that this is being considered an error in technique by the rn.